Manufacturer narrative:
Blocks a2/a3/a4/a6: the patient's dob or age at time of event, sex, gender, weight, and race are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block g2: foreign- japan block h3: the angiosculpt catheter was returned without the guidewire. Visual inspection found an accordioned inner member within the hub. During functional testing, a laboratory 0.018" guidewire was inserted through the distal tip but encountered resistance at the hub due to the damaged inner member. Block h6: based on the device evaluation, it is likely that some degree of force was applied, resulting in the damaged inner member, causing significant resistance during removal. A review of the DHR and manufacturing process could not confirm a cause related to design and/or process failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt catheter was used in a peripheral procedure. During removal, significant resistance was encountered, necessitating simultaneous withdrawal of the angiosculpt with the guidewire. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.